Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that they had insulin flow blocked alarm and was resolved by changing the reservoir change. Customer was unable to troubleshoot. No harm requiring medical intervention was reported. Customer reported alarm did not occur during fill tubing. The reservoir will not be returned for analysis.